Manufacturer narrative:
Device investigation narrative - the reported device used for treatment, a service replacement powermax elite mdu, part number 72200872s was received on july 26, 2016 and confirmed to be serial number (B)(4). The complaint states that the powermax elite mdu hand control overheated. A visual inspection was performed on the product and unit was noted to be in average condition with no external damage found. The soak cap lanyard is missing. Functional testing resulted in a motor stall error on a dyonics ii control unit. Motor is seized, causing the unit to draw higher than normal current at 5000 rpm. This higher current draw results in the device heating up. The complaint has been confirmed. The root cause has been identified to be associated with a failure of the motor which can occur over time from normal wear and tear and repeated cleaning and sterilization cycles. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control overheated. A backup device was used to completed the procedure without any reported delay.